Event description:
It was reported that a patient's right implantable neurostimulator had "spontaneously turned itself off." This occurred while the patient was "reaching over his laptop to plug a usb into the port." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 748251 lot# serial# (B)(4), product type extension product ID: 3387-40 lot# j0417811v, product type lead (B)(4).

Event description:
Additional information: it was reported ¿anxiety was setting in¿ for the patient.

Manufacturer narrative:
(B)(4).